Manufacturer narrative:
V60 ventilator was returned to the manufacturing facility. Visual inspection did not reveal any signs of damage or contamination to the exterior of this unit. Review of the diagnostic event log confirmed the reported occurrence of three instances of backup alarm failed. The customer's returned vent booted up and delivered breaths, with the check vent: backup alarm failed error displayed and the audio alarm active. Internal inspection of the piezo buzzer ls1 (in the cpu board) revealed contamination, which was determined to be the cause to the customer's experience of backup alarm failed upon initial installation.after tapping on the piezo buzzer ls1 while booting up the customer vent, the 'backup alarm failed' failure was not duplicated again.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The international customer reported the v60 unit displayed occurrence of backup alarm failed upon initial installation. There was no patient involvement.